Manufacturer narrative:
(B)(4)

Event description:
It was reported that review of the electrocardiograms revealed stored episodes of noise on the right atrial lead. The lead was capped and replaced successfully on (B)(6) 2016. The patient was in stable condition before, during and post procedure.